Manufacturer narrative:
Device evaluated by a third party.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. . During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issue. During the evaluation the device failed a test step during testing. The device's internal tubing was split and was replaced to address the issue.